Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number0002648920 - 2021 - 00134.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2021 - 00134.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#00620205022 / item name shell porous with cluster holes 50 mm / lot# 62191132. Item#00631005032 / item name liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells / lot#62195676. Item#00625006530 / item name bone screw self-tapping 6.5 mm dia. 30 mm length / lot#62194317. The device will not be returned for analysis as location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00500.

Event description:
It was reported the patient underwent a initial left tha. Patient was subsequently revised 7 years later due to elevated metal ion levels, altr, necrosis, pain, scar tissue, and in-vivo corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.